Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that when the stem was opened, the inner and outer plastic packaging was found broken and unsterile. The product could not be implanted in the patient. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6 the following sections were corrected: h4 -no product was returned; visual evaluation of the provided photos found damage to the outer carton that penetrated and damaged the sterile packaging. Sterility is considered breached. -review of the device history records identified no deviations or anomalies during manufacturing. -medical records were not provided for review. -the root cause of the reported event can be attributed to transit damage. -complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.